Manufacturer narrative:
Medwatch sent to FDA on 10/02/2015. The product associated with this report will not be returned. Further information regarding serial number and model of the device was requested of the patient's physician, to date no additional information has been received. Without device serial and catalog number, the taper type associated with this report could not be determined. This event was reported by the patient, and to date apollo has been unable to confirm the events with the patient's physician. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.

Event description:
The patient reported they had a band slip and explant. Further details provided by the patient found they had been getting regular adjustments, but the band "never felt right." The patient experienced periods where they could not eat or drink, and had vomiting. On one occasion they went to the e.r. And were told their issues were due to a fever/virus. The patient had no idea they had a band slip or blockage. At a later date, they had an x-ray done and were told the band had moved. A subsequent upper gi found no problem. During a third test the patient reported seeing a screen in which they could see liquid try to pass through their stomach, but it was very delayed.